Event description:
It was reported that when the device was interrogated prior to the implant procedure, implant detection was off and alert warnings were listed; warnings for lead impedance were produced. The issue was detected prior to patient involvement, and the device was not used.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The issue was detected prior to patient involvement. Without the device serial number, the manufacturing date could not be determined.